Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house testing was performed with the in-house contour next one meter and in-house contour next test strips from lot # 1epeg01a using blood sample, which gave a satisfactory performance.

Manufacturer narrative:
Sections d1 (brand name), d2 (common device name), d4 (lot # and expiration date), g1 (manufacturing site address), h4 (device manufacture date), and h5 (labeled for single use) have been updated for the contour next test strips associated with the event. The model (d4) associated with the contour next test strips was not provided.

Event description:
The customer from united kingdom reported that he obtained a blood glucose reading of 8.0 mmol/l at 9:18 a.m. With the contour next one meter. The customer experienced symptoms of hypoglycemia which were described as feeling dizzy and faint. The customer administered juice to stabilize his blood sugar levels. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer. Since the strip information was incomplete, this report will be submitted under the meter information.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided. The device identifier # in section d4 was left blank as it could not be determined based on the available model #.